Event description:
The doses of the medications were provided as 100 mcg/day for fentanyl and 13.99 mg/day for dilaudid.

Manufacturer narrative:
Event date was updated to (B)(6) 2016 as it was stated that the patient had no relief since implant. The main component of the device system; other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from a consumer on 2016-oct-06. It was again stated that the patient did not have a psychological appointment and "no questions answer." It was indicated that the steps taken to resolve the pain/discomfort at the pump site and the lack of relief in the neck was percocet from the ER. The cause of the pain/discomfort at the pump site and the lack of relief in the neck was not provided; it was again stated that there had been no relief at the neck at all. It was noted that the patient could not get in and that it had been 4 months. The issues had still not been resolved. It was stated that the patient wanted the device taken out of his body and stated "you are killing me" in a letter. It was related that the patient waited two weeks for workman's compensation approval and that they setup an appointment. At the appointment, the patient was told to return in a week and then told the patient that he was "crazy" and there was no appointment made and wouldn't see him. In addition to the previously reported history of 4 cervical operations, it was detailed that the previously reported history of lower back surgeries were 3 lumbar fusions separating. It was also reported that the patient was seen by a physician to resolve the pump shifting feeling like it had dropped/relocated. Walking up and down stairs was indicated as the circumstances that led to the pump feeling like it had dropped/relocated. It was noted again that the pump hurt in the pocket and that he went to the ER 4-5 times and that they "don't know what to do so they do nothing but prescribe percocet." It was reported that there was "one adjustment" since the implant. It was reported again on 2016-oct-10 that the pump was "not working at all" and that the patient was having a procedure on (B)(6)2016 to have "it" replaced as the pump was "not dispensing medication at all"/"not pumping medication into the spine" and that they "could not pull out any fluid." Additional information was received from the consumer on (B)(6) 2016. It was reported again that the hcp was not able to draw spinal fluid from the secondary port. It was noted that the pump was not replaced due to insurance issues and the patient was requesting assistance. It was reported that the patient said "he is going crazy and cannot take it any longer." It was unknown if a dye study was completed. The patient was redirected to the hcp to discuss replacement surgery and to discuss working with a representative for reimbursement. It was indicated that the patient was in the ER on (B)(6) 2016. No further information was reported.

Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver fentanyl and hydromorphone. The indication for use was non-malignant pain. The patient had a history of four neck and lower back surgeries and the patient used to "use 25 fentanyl patches/week." On (B)(6) 2016 the patient reported that since (B)(6) 2016 they have had pain and discomfort at the pump site and it felt like the pump had dropped more to their belt line. It was also reported that the patient was just implanted in (B)(6) 2016 and had not had a refill yet. It was noted that the patient's lower back was doing better post implant but they had no relief in their neck. The patient had just moved to (B)(6) and did not have a pump physician.

Event description:
Additional information received from a consumer via a manufacturer representative reported the representative stated he saw the patient 2 days ago (B)(6) 2016, and a dye study was scheduled for (B)(6) 2016. The patient was very frustrated and was ¿calling everyone about it¿. The radiologist was not available the next week to do the catheter dye study as the patient wanted it done stat per the representative. The patient had gone from one doctor to the next, and the representative stated was not even sure who the patient¿s follow-up doctor even was. The representative stated the patient¿s pump was interrogated 2 days ago, and there was only a motor stall seen for a magnetic resonance imaging (MRI) procedure that was done in (B)(6) 2016 with a stall recovery that occurred within the 2 hour time frame. The representative stated it was unknown for the reason the patient had the MRI. A catheter revision was discussed, but the hcp wanted to first do the catheter dye study and go from there for next steps. The patient had called the representative and was irate talking about a lawyer. On (B)(6) 2016, the representative reported there were no patient symptoms/injuries related to the event.

Event description:
Additional information was received from a consumer. The patient had a broken neck, back, and closed head injury from an accident on (B)(6) 1997. The cause of the pain/discomfort and lack of relief was noted as the patient had four cervical fusions to c4, c5, c6 and c7. The pump was implanted (B)(6) 2016 in (B)(6). The pump was installed within 30 days of the patient's first visit. The patient did not have a two week trial or psych evaluation. The patient was "in worse health" since implant and worse pain now than before implant. The patient had been in more pain since the surgery and with no relief to their neck or head. The reporter indicated the physician stated the pump would relieve the patient's neck, back and head. The patient followed up with the physician, then to the hospital, and was then referred back to the physician. X-rays of the pump were done but the physician said he needs approval for the x-rays. Per the reporter the healthcare provider (hcp) was not doing anything and the patient was in pain. The steps taken to resolve the pain was indicated as "nothing but six hours in emergency room". The patient had been there four times and they did not know about his issue. The pump felt like it had relocated to the lower stomach right side and felt as if the pump was rubbing and irritating the right side hip; walking up and down stairs hurts. It felt like the pump had dropped two inches. The patient had major pain from the pump site and could barely get out of bed. The patient had been in major pain for approximately four months since pump was implanted and no one will help him. The patient relocated to (B)(6) (B)(6) 2016 and consulted with a physician. The physician could not give the patient any additional medication even though he had no relief to a broken neck fusion that had separated cervical c4, c5, c6, and c7. The patient planned to follow up with the physician on (B)(6) 2016. The patient wanted to have the pump removed because he was getting relief from the 23 fentanyl patches a month and 180 norco he was receiving before surgery. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.